Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the remainder of the abandoned lead was removed during reimplant surgery on (B)(6) 2025.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 [related manufacturer reference number:1627487-2025-01734], the lead was cut and a portion of the lead remains implanted. It was also reported that patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted. The patient was administered oral antibiotics. Additional surgery to remove the remainder of lead may be undertaken at a later date.